Event description:
It was reported that the blood pressure results were incorrect; indicating a false hypertension (while it was in fact a severe hypotension confirmed by a non-invasive blood pressure reading). This resulted in delayed diagnosis and a delayed adequate care.

Manufacturer narrative:
(B)(4).